Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, a cause for the reported endocarditis, mitral stenosis, recurrent mitral regurgitation (mr), and pulmonary edema could not be determined. The reported patient effects of mitral stenosis, recurrent mr, endocarditis, and pulmonary edema as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization or prolonged hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
Date of event: dates estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment. Article title ¿mitral valve replacement after mitraclip therapy¿.

Event description:
This is filed to report post procedure, mitral stenosis, recurrent mitral regurgitation, pulmonary edema and endocarditis occurred requiring mitral valve replacement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 3. The mitral annulus was severely dilated, and the leaflets showed mild degenerative changes. There was no contraindication to repair the valve in an elective procedure. Mitraclip therapy was effective in relieving mitral regurgitation (mr) immediately, but after six months an increasing gradient across the valve was detected, associated with severe mr. The patient had several episodes of pulmonary edema. At surgery, the clip was found to be embedded into fibrous tissue [endocarditis] and the orifices were very small. The valve was excised and replaced with a tissue valve. The postoperative course was uneventful. After six months, ef improved from 40% to 50% and the patient was in nyha class I. Details are listed in the attached article titled; mitral valve replacement after mitraclip therapy. No additional information was provided.